Event description:
It was reported that the pump device caused pt hazard during a surgery. The surgeon observed that the pump was delivering excessive pressure and flow. Despite decreasing the pressure and flow rates manually the pressure and flow rates stayed high. The account reports that this caused swelling of the pt's shoulder, in both the joint and surrounding tissues. The surgery needed to be canceled and rescheduled. The nurses at the account also informed that the pump had previously delivered too low or too high of flow rates and pressure, but they believe this was the first time the pump affected the outcome of a surgery. The account reports prolonged operating room time, an unsuccessful surgery, add'l pain for the pt due to swelling, and displacement of the device by surgeon and staff.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.